Manufacturer narrative:
The pod was received with the needle mechanism deployed. After investigating needle mechanism, no issues were found that would result in the needle failing to deploy. It could not be determined when the needle got deployed. The download data could not be retrieved because of the microprocessor damage. It could not be determined how many pulses the pod has delivered. The cause of the reported failure of cannula to deploy could not be determined. Soft cannula of the received device was measured to be lower than the specification (found cut-off). Top and bottom housing were found damaged with deep indentations. Bottom and middle batteries were measured to be depleted. Microprocessor was found damaged and partially detached from pcb. Pod data was not able to be downloaded, as it did not connect with the master pdm. No determination about insulin delivery or hazard alarm generated during the pod's operation could be made without the download data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 400 mg/dl while wearing the pod between 24 and 36 hours. After realizing elevated bg levels, the patient found cannula had not deployed as intended.